Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6) found the connector pin at the end of the cable was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the recharger s/n (B)(6) found the connector pin was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The caller reported that the desktop charger (dtc) would not plug into the recharger. The caller said they eventually got the dtc to plug into the recharger, but the recharger would no longer charge. As a result, the patient was unable to charge their implant, and the implant charge level was low. During the call, agent had the caller examine the recharger they noticed that the contact pins were bent inside the recharger connector port. The caller noticed that the contact pins inside the dtc connector pin were bent as well. The caller thinks someone might have plugged the dtc in upside down and tried to force it in the recharger, but they could not confirm. Agent reviewed that the patient will need to be transitioned to the wireless recharger (wr). Agent sent an email to the patient's local rep to request shipping information. No symptoms reported. The manufacturer representative (rep) stated that they called and requested the wireless recharger to be shipped to the patient's managing hcp, but the hcp did not receive it yet so the rep requested tracking information. Agent called the rep to get clarification because agent did not see a phone call from the rep in this case. The rep stated that they called customer service to request the wireless recharger; agent advised the rep to contact customer service for tracking information. The rep also mentioned that the patient has been unable to charge their implant, and as a result their tremors are starting to come back and affect their whole body. Due to the circumstances, the rep said it would be appropriate to request legacy equipment for this patient. Agent called the patient's mother and spoke to her to get a shipping address, then emailed repair to request a replacement 37751 recharger and dtc to be expedited to the patient.

Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6). Product type recharger product ID 37761 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) ; product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.